Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station unexpectedly shut down when the customer attempted to recover the drawer 7 full height cubie. A field service engineer observed that a cable was disconnected from drawer seven and there was a cut on the pyxis bus cable leading to drawer seven. A field service engineer replaced the cable with a seven drawer auxiliary cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system screen unexpectedly stopped responding and turned black following an attempt to recover a failed pocket, and it would not power back on. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.